Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round moderate plus profile 375cc saline breast prosthesis. Deflation of the left breast prosthesis was identified. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 5/13/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 5/19/2019, mentor became aware that the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2019: (left) 535cc mentor memorygel breast implant catalog: 3505535bc lot: 7641051 sn: (B)(4) and (right) 590cc mentor memorygel breast implant catalog: 3505590bc lot: 7468660 sn: (B)(4). On 5/21/2019, mentor also became aware that the patient also suffered bilateral capsular contracture baker grade unknown. The contralateral side was reported under: reason for device explant and/or reoperation: deflation, capsular contracture this medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/24/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample some creases were observed in the anterior and posterior view. Within crease a tear (a) was noted in the posterior aspect, measuring approximately 0.1 cm, other tear (b) was noted in the same aspect that the tear a, measuring approximately 7.2 cm. Microscopic examination was performed in the tear b and no evidence of instrument damage was observed. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).